Manufacturer narrative:
The investigation determined that a false positive (B)(6) igm result occurred while using the vitros 3600 analyzer. The investigation confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The root cause for the event is unknown. However, pre-analytical sample processing cannot be ruled out as contributing to the event. The issue was isolated to one patient, and no other vitros (B)(6) igm patient results were questioned. Performance testing demonstrated that the vitros 3600 analyzer and vitros (B)(6) igm reagent were operating as expected.

Event description:
A customer observed a non-reproducible false positive vitros (B)(6) igm result for a single patient sample while using the vitros 3600 immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The initial result was not reported to the clinician. There was no allegation of patient harm as a result of this event. (B)(4).